Event description:
It w3as reported that during a laser procedure, the fiber tip seperated at the area where the tip is crimped to the fiber. The event occurred on the third sixty-secocnd laser application at 60 watts. The tip was retreived using grasping forceps through the previously placed scope as described in the product labeling. The procedure was completed with a second fiber and no further complication were reported. It was also reported that two laser fibers from a competitor was used prior to the use of the urolase fibers with unsuccessful results.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.